Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false negative result with the ID now covid-19 assay performed on a patient on (B)(6) 2022 tested directly on a kit swab (throat). Customer stated patient was symptomatic. Repeat testing was performed, pcr confirmation testing was also performed on unknown date and generated a positive result. No additional patient information, including treatment and outcome, was provided at this time.

Manufacturer narrative:
Investigation report: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1067409 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 191-000 / lot 1067409 and test base part number 190-430 / lot 1067409. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1067409 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, as logfiles were shown to having no negative test results found.